Manufacturer narrative:
The reported events of failure to sense, low lead impedance, inadequate capture, and insulation damaged were confirmed. As received, a complete lead was returned for analysis. Visual examination found the lead to be compressed and damaged in the middle region of the lead consistent with procedural damage. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the damage found in the middle region of the lead. The cause of reported events was isolated to the procedural damage found on the lead.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited low pacing impedance, high capture threshold, and a failure to sense. Insulation breach was noted. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.